Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed the insulation was damaged. The main tube insulation exhibited damage along the entire shaft. Insulation was found with several gouge and scratch marks. The marks were not axially aligned with the tube. Material was missing and appeared to be scraped off. Engineering concluded damage may be due to misuse. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that during reprocessing that insulation was damaged on the monopolar cautery instrument. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.